Event description:
On september 11, 2006 a letter dated 08/16/06 was rec'd from the dept of health & human services. FDA agency requested unomedical an investigation and follow up regarding to a voluntary report rec'd through the FDA med watch program on 06/09/05 involving the item # ac7000, lot # 05-03 "adult anesthesia breathing circuit". Report attached to the FDA letter describes the event as: "anesthesia breathing circuit o2 reservoir bag had a hole". Unsure how it occurred would not allow pressure to ventilator. No adverse effects to pt. Pt was intubated and ambued during change of breathing circuit and bag.

Manufacturer narrative:
A 5-year historical review of field complaints revealed no similar quality problem has been ever reported. Therefore, unomedical has concluded that the voluntary medwatch report submitted by the end user is an isolated case which does not represent a significant problem on the field. Unomedical is taking the necessary steps to prevent possible reoccurrence of the mentioned quality problem. Device involved in this medwatch report has been already discontinued. Only one lot was produced in 2005. Given the above, one can reasonably determine that any recurrence is highly unlikely and if it were to recur, the chances of any serious injury or death would be remote. Notwithstanding, unomedical has decided to report this event as a malfunction.